Event description:
Information was later received that this lead exhibited intermittent noise oversensing and loss of capture. As a result, the lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had triggered the lead safety switch (lss) due to low impedance measurements. As a result, an insulation issue was suspected. Occasional noise was observed on real-time electrograms (egms) and on a stored episode. The patient was not dependent. As threshold measurement were high, the output was increased. Additionally, the sensitivity was decreased. The patient reported some breathlessness recently but mentioned several other health concerns. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.